Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507658 rv lead, implanted (B)(6) 2007. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was further reported that the right ventricular (rv) pacing lead also exhibited t-wave oversensing (twos), noise, and sensing integrity counter (sic). It was also noted that the lead was fractured. The lead was explanted and replaced. The device delivered an inappropriate shock due to noise on the rv lead. The device was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.